Event description:
It was reported that during a procedure at the user facility, metal fragments were coming out of the bur guard and entering the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported. The metal fragments were removed from the surgical site through suction and it was reported that there was no harm to the patient.

Event description:
It was reported that during a procedure at the user facility, metal fragments were coming out of the bur guard and entering the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay and no medical intervention were reported. The metal fragments were removed from the surgical site through suction and it was reported that there was no harm to the patient.

Manufacturer narrative:
During the device evaluation, the bearing was found to be out of position within the shield. The bearing spinning freely was identified as a probable cause of shavings being generated out of the inner diameter of the composite shield material. Due to the disassembly, the device was disposed of by the manufacturer facility and not returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Product not returned to manufacturer at this time